Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker france the technical service report indicates: fault : error message e2 and blue light repair level : 1 action taken : replace led module replace actuator tests : function test calibration general inspections qip" probable root cause: front board malfunction touch screen malfunction main board malfunction power supply malfunction ac inlet board malfunction power button rod damaged inadequate air flow sidne port malfunction poor workmanship use errors electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the reported failure mode will be monitored for future reoccurrence.